Event description:
(B)(4) MDR - after an implant duration of 77 months the device was in eri. During the explantation procedure, the connector pin of the ventricular lead (sorin stelid ii utf 26 d) was found to be stuck in the port of this (B)(4). No adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
(B)(4) MDR.